Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to loosening. All components revised. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d10; g3; h2; h3; h6; h10. D10: cat# 00801803603 lot # 63618061 femoral head. Cat# 00885101036 lot # 64030777 36mm i.d. Size ii neutral liner. Visual examination of the provided pictures identified the explanted devices, bio-debris present. These cannot be used to confirm the reported event. Devices not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.